Event description:
It was reported that the patients lead had high impedances. The patient underwent a lead explant procedure and was doing well postoperatively. The explanted device will not be returned per physicians preference.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.